Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon leakage occurred. The target lesion was located in the calcified right coronary artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, prior to inflating the balloon, blood was noted in the hub of device and as well as in the indeflator tubing. There was no visible tear noted within the device. The procedure was completed with another 3.0x16mm synergy stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon leakage occurred. The target lesion was located in the calcified right coronary artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, prior to inflating the balloon, blood was noted in the hub of device and as well as in the indeflator tubing. There was no visible tear noted within the device. The procedure was completed with another 3.0x16mm synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Reddish medium appearing like blood was noted inside hub of the device which was an indication that there was a leak in some part of the device. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink at the exchange port site and a break in the inner extrusion shaft at 14 mm distal from the exchange port site. This type of damage is consistent with excessive force being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. As part of analysis, an attempt to inflate the balloon was made and the inflation liquid was noted to be coming out through the broken section on the extrusion shaft (14 mm distal from the exchange port site) therefore the balloon could not be inflated. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).